Event description:
The user facility reported an attempt was made to implant the impella cp for mechanical circulatory support, the patient noted as high risk percutaneous coronary intervention. During initial placement, the impella could not be advanced past the distal abdominal aorta/ostial iliac stenosis. Implantation was aborted due to the patient's anatomy. The physician proceeded to high-risk percutaneous coronary intervention without impella support, and no further issues were reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. H1 type of reportable event was incorrectly reported as serious injury in initial MFR 1220648-2024-10433 and has been corrected to product malfunction.